Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2019 with the following findings: a review of the pump black box data indicated frequent low battery and replace battery alarms occurred. During investigation, the pump powered on normally. The pump electrical current draws were tested and were found to be within specifications. There was corrosion observed in the battery compartment and the battery compartment was cracked. A leak test confirmed the pump leaked at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.